Event description:
It was reported that the valve was draining slowly after implantation. No brain imaging was done. The decision to revise the valve was made. The patient died on the operating table due to a subdural.

Manufacturer narrative:
The product has not yet been returned to the manufacturer.